Event description:
The product analysis lab (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to rite - ground bond failed performance spec: measurement was 0.104 ohm, specifications are 0.001 - 0.100 ohm. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond verification, measurement: 0.104 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Performed continuity test between power entry module (pem) ground and door post and resistance measured 0.001 ohm. The assignable cause for ground bond failed performance spec was undetermined. Device was sent to servicing.